Event description:
It was reported that the power button had difficulty functioning to allow the device to power on and off. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified that the device would not power on. The root cause of the reported failure was determined to be a filter, designator fl24 located on the interface pcb assembly. The customer received a replacement device.